Event description:
Case description: (B)(4). Mps reported smoke coming from where power cord plugs into rob case type : not reported.

Manufacturer narrative:
Update to outcomes attributed to adverse event and common device name. Reported event: the device, power cord, tgs system v2, 20' lg, catalog#:207010, was reported to have smoke coming from where the power cord plugs into the robot. Device inspection: per service max. Fse noted: found the robot black power cord was not fully inserted. This was the cause of the smoke. The mps stated that the system shut down during registration. The mps tried to make sure the black power cord was fully seated and that¿s when he saw the smoke and fully pulled the cord out of the mounting bracket. There are signs of arcing within the power plug side to the robot power input. The prongs on the robot side are not damaged and a new power cord fits with no issues. Made sure the new black power cord is fully seated and ensured the mounting bracket is tightened. Turn the system on and the system started with no issue. Conducted pre-checks and shut the system down and re-started with no issue. Let the system charge, because the battery charge level is at 88% in the ¿arm status¿ page. Battery charge level is at 95%. Explain to the mps how to tighten the power cord and what to do next time it comes out. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Device history review: a review of device history records shows that on 05/07/2018 1 device was inspected and 1 device was placed on quarantine. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history: a review of complaints in catsweb and trackwise related to power cord, tgs system v2, 20' lg, catalog#: 207010 shows no additional complaints related to the failure in this investigation. Conclusion: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Further action: none at this time.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case description: rob731- mps reported smoke coming from where power cord plugs into rob. Case type : not reported.